Event description:
An endurant stent graft system was implanted during the endovascular treatment of an 50mm abdominal aortic aneurysm on (B)(6) 2012. For approximately 8 years there were no observed changes in the aneurysm's diameter. It was reported during follow up approximately 9 years post the index procedure an increase in the aneurysm¿s diameter was noted. The follow-up period was extended, and a subsequent visit one year later revealed an additional increase in the aneurysm's diameter of 5mm or more. An open conversion was performed. . Initially, a type v endoleak was suspected, but a neoplastic thrombus was identified near the flow divider during the laparotomy. When the thrombus was removed oozing from the stent seams of both legs near the flow divider suggested the possibility of a type iiib endoleak. An artificial blood vessel replacement was performed with the central proximal stents remaining, including the endurant suprarenal stent. Per the physician the cause of the suspected type iiib endoleak remains undetermined, but possibly due to gradual increasing of the aneurysm over time. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: e nlw1620c93ej, serial/lot #: (B)(6), ubd: 10-nov-2013, UDI#: (B)(4). Product ID: enlw1616c93ej, serial/lot #: (B)(6), ubd: 16-nov-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device evaluation summary: one bifurcate graft was received and upon cleaning of the graft, two endurant limbs were found within the gate of each bifur leg. No damage was found to any of the returned sections of graft that may have contributed to the reported endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the thrombus was caused by the contrast leakage and the endoleak was observed in the endurant bifurcate stent graft . It was confirmed that both endurant limbs were explanted and only the proximal suprarenal stents of the bifurcated remained. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.